Event description:
Customer reported that two a+ donor units reacted 1+ in the anti-b column. Repeat testing of the donors was still positive. The appearance of the cards used for repeat testing appeared to be satisfactory. Customer had observed splashing in some of their cards and could not verify if the original cards contained splashing. Customer then performed testing with the two samples after washing the cells. Negative results were observed. Customer had observed sporadic false positive results with qc material in the anti-d column. Customer performed additional testing with a second lot of product and satisfactory results were observed with all testing.

Manufacturer narrative:
Retained testing and batch record review were performed. Satisfactory results were observed. (B)(4).